Event description:
Medtronic received information that during the implant of this 32 mm mitral annuloplasty ring, it was explanted and replaced with an unknown device due to the patient anatomy not being compatible with repair. It was reported that there was no malfunction of the annuloplasty ring itself. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.